Event description:
It was reported that the patient never had therapeutic effect. The patient had his pump replaced due to end of life. The health care provider (hcp) performed a dye study or tried to perform a dye study and found the catheter was not patent. It was reported the patient was doing well. The pump was used to deliver morphine.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).